Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for calcium (ca2) on a cobas 8000 c 702 module. The initial result was 6.13 mg/dl. The repeat result was 8.88 mg/dl.

Manufacturer narrative:
The ca2 reagent lot number was 717259 with an expiration date of 30-jun-2024. The field service engineer (fse) replaced the cell rinse tube and the gear pump head. The customer has not complained of any further issues since the service visit. The investigation determined the event was due to a maintenance issue.